Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath tip flowered back during insertion was confirmed. Returned was a peel-away sheath/dilator combination. With the unaided eye, the sheath tip appeared damaged, but the tip of the dilator was not damaged. Under microscopic examination, the tip of the sheath was folded back on one side, but not the other. The sheath body measured 2.78" in length, which meets specification of 2.625 - 2.875" per the sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The dilator measured 3.875" in length which meets specification of 3.75 - 4.00" per the dilator graphic. The outside diameter (od) of the dilator body measured 0.073" using ring gauges, which meets the .071 - .075" requirement of the dilator extrusion graphic. The dilator protruded through the dilator 0.844", which meets the specification of 0.625 - 1.125" per the sheath/dilator assembly graphic. The instruction booklet, provides insertion techniques for the sheath/ dilator assembly. The IFU directs the user to pre-dilate puncture site if necessary. It was noted that no skin nick was made prior to insertion. Other remarks: a device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. Further investigation of this issue is being conducted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the clinician was attempting to insert the sheath into the patient. During insertion, the sheath tip flowered back on the dilator. As a result, a separate sheath was used to complete the procedure. There was no patient death or complications reported. It was noted no skin nick was made prior to insertion.